Event description:
Cfsan caers phone report (B)(6) 2022 - burning from using lube life and got an infection from using this product. She used the item on her private parts. Hives, uti, vagina bleeding, anal burning. She bought this item from amazon. Mycoplasma genitalium. Date of use: (B)(6) 2023.